Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that e224 error occurred due to a communication failure caused by a failure of the cable. The cause of the faulty cable could not be identified. E224 error is an error that occurs when there is an abnormality in communication between the endoscope and processor. (Instruction manual otv-s400, chapter 9 troubleshooting, 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had an e224 error (scope communication error). The issue was found during preparation for use on a therapeutic procedure. The procedure was completed with another device and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the communication error e224 displayed on monitor due to a faulty cable, but the image was present. In addition to the reportable b5 finding, a faded label on the rear cover was also found. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.